Event description:
It was reported that the central monitor of a heart lung console went blank during a cardiopulmonary bypass procedure. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.